Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The caster wheel was recommended for replacement.

Event description:
The hospital reported the caster wheel broke off the base of the unit. The unit did not tip or fall and there was no patient involvement.